Event description:
Patient presented to the physician with wound dehiscence and an infection at the chest incision site with pus leakage present. Physician prescribed antibiotics. Patient presented back to the physician with continued infection and wound dehiscence. Physician examined the area and observed that the infection appeared to have spread to the neck incision site. Physician prescribed another round of antibiotics, brought the patient into the or 4 days later, and removed the entire inspire system.